Manufacturer narrative:
The qc was exhibiting intermittent high fliers at the time of the event. Hotline assisted the customer and found bubble intermittently generating through the ratio pump. A bci field service engineer (fse) replaced the na reference electrode and verified the ise performance. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittently high sodium (na) and potassium (k) results for five (5) patients generated by the unicel dxc 800 pro synchron chemistry analyzer. One patient's erroneous results were reported out of the laboratory and questioned by the physician, since it did not match the history of the patient. The samples were repeated and lower results were obtained. Amended report was initiated. Patient's treatment was not impacted by this event.